Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a rash under the ECG electrodes. The patient's physician advised the patient to remove the lifevest except during physical exercise, in order to let the patient's skin heal. During a follow-up the patient reported that the irritation had improved somewhat.